Event description:
It was reported that a patient had an initial right total hip arthroplasty. Approximately 4 years later, the patient had a steroid injection was given in the right hip bursa due to pain. All known zb implants remain intact without further complications reported.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.